Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on (B)(6) 2026 they lost their balance, fell, and fractured their hip on their right side. As a result, the patient went to the emergency room, then to the hospital, and they were in a rehab facility at the time of the call. The patient mentioned that they were less active after they fell, and they were pretty much sedentary half the day. The patient added that their urinary discharge was kind of all over the place, they were retaining more urine, weren't urinating as much by themselves, and they got a uti. The patient said they were on antibiotics at the time of the call and the uti was clearing up. The patient mentioned that they had utis in the past, but this was the first uti since implant date. The patient also mentioned that they used to self-catheterize once a night before bed and the urinary output was typically around 500 ml, but at the time of the call they were getting catheterized twice a day and the urinary output was about 700 to 800 ml each time. The patient didn't know if their urinary symptoms were related to the ins, or if they were related to them not being as physically active. The patient also wondered if their fall might have caused the lead to be loose. The patient asked if their handset could tell them if the lead migrated or if it was compromised in some way. Agent reviewed that the handset will not display that information, and that the patient would need to meet with their hcp to have that checked. The patient was redirected to their hcp to further address the issue. The patient mentioned that they have an appointment with their managing hcp on (B)(6) 2026.

Manufacturer narrative:
H2 was corrected to intervention required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.